Manufacturer narrative:
The insulin pump was received with no act button response due to a flattened button dome switch. Unable to verify for battery out of limit alarm due to no act button response. The device had a cracked case at the bottom right corner near the display window and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 5 mmol/l. Troubleshooting was not able to resolve the issue. The device was returned for analysis.